Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The original surgery (type unspecified) was performed on (B)(6) 2009 using the hv lumbar valve system. Pt subsequently developed add'l hydrocephalus and the valve was revised on (B)(6) 2010 with another hv lumbar valve. Add'l clinical info has been requested.